Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Imagery was provided by the complaint site and the crimped valve was observed stuck within the sheath. A liner tear and liner strand were noted on the sheath shaft. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this event. A review of lot history revealed no other complaints for valves with damaged frames during use from the same manufacturing lot. The instructions for use (IFU), device preparation manual, and supplement procedural training manual were review for instructions relating to the complaint. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The damage to the valve was unable to be confirmed. Due to device unavailability, potential manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during a tf tavr case, when the fellow was advancing the system into the esheath he allowed the stent to come out of the loader cap and bent one of the prongs on the stent frame. The valve couldn't be removed through the sheath, so a new sheath was prepped and the entire system was removed as a whole¿. Additionally, noted that ¿the physician was a new fellow and didn¿t realize he didn¿t have the loader in all the way passed all 3 hemp static valves of the sheath¿. Per training manual, ¿insert the loader into the sheath until the loader stops¿, and ¿do not over-manipulate the sheath at any time¿. The loader is used to facilitate the smooth transition of the crimped valve through the hub of sheath. Without fully inserted the loader into sheath, the valve struts could be interacted and caught onto the hemostasis valves within the hub and lead to frame damaged. So, if excessive force is applied, it can lead to the valve struts catching within the sheath and result in bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective action preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that procedural factors (partially inserted loader/ excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently in the implementation phase. Since no product non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force on the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for difficulty to introduce delivery system and advance through sheath, resulting in procedural delay, which did occur during this event. Trending analysis indicates the monthly complaint occurrence rate exceeded the september 2020 control limit for the trend category ¿valve damaged¿ for the sapien 3 ultra valve. However, the calculated occurrence rate for frame damage, resulting in procedural delay for s3u complaints for the past 12 months, is within the range for probability of occurrence. Therefore, the established occurrence for the failure mode remains the same and the risks outlined in the pra remain the same.

Manufacturer narrative:
UDI: ((B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case, when advancing the delivery system into the esheath the stent came out of the loader cap and bent one of the prongs on the stent frame. The valve couldn't be removed through the esheath. A new esheath was prepped, and the entire delivery system was removed as a unit. There was no harm done to the patient, and the patient did well and went home. The sheath, once out of the body, was noted to have a split in the lining of the expandable section. A picture was received that may show a liner strand. The devices are not available for return.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-13637. Investigation is ongoing.